Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 143 mg/dl, 144 mg/dl, and 347 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a surge in power" (device operates differently than expected). The nurse reported, the surgeon described a surge in power during the laser treatment. After the surge, the probes quit working. The laser probe was switched out and the cases were completed as planned. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.